Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter. It was reported that the tip of this catheter was broken after it was removed from the patient. There were no patient consequences. Multiple attempts were made to obtain clarification to this complaint. However, no further information was made available. The biosense webster failure analysis lab received the catheter for analysis on december 8, 2016. The first visual inspection reflected that the product appeared normal. Therefore, this event was assessed as not reportable as there was no indication that the integrity of the catheter was compromised. During additional analysis on january 6, 2017, the results of a scanning electron microscope (sem) confirmed that there was an integrity issue with the external surface of the peek housing. The sem results show that the external surface of the peek housing exhibited evidence of rupture, elongations and scratches. Additional information was requested on this biosense webster failure analysis lab finding. A response was received clarifying that they had no further information on the event that was reported. They also stated that they did not identify any damage on this catheter when they returned this catheter to the biosense webster failure analysis lab. The ¿rupture¿ lab finding was assessed as a reportable malfunction as it was confirmed that there was an integrity issue. The risk to the patient could have been critical due to the potential of thrombus formation from exposure to internal parts of the catheter. Therefore, the awareness date is the results of the sem on january 6, 2017.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a navistar thermocool catheter. It was reported that the tip of this catheter was broken after it was removed from the patient. There were no patient consequences. The returned device was visually inspected and the shaft was found bent, a cut was observed between the rings #2 and #3, reddish material was observed inside the peek housing. A scanning electron microscope (sem) test was performed and results indicate that there was evidence of rupture, elongations and scratches. It is possible that unknown object hit and ruptures the peek housing from the proximal to the distal section. In addition, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the cut found in the tip cannot be determined since there was evidence of the proper manufacturing assembly.

Manufacturer narrative:
Additional information was received on february 15, 2017 clarifying that the unspecified damage to the catheter tip was the damage confirmed in the scanning electron microscope (sem) analysis results for the peek housing. (B)(4).